Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening linear on posterior. Leak test and microscopic analysis identified: observed void >1 mm in non-textured, valve-to shell-bond area, opening crease smooth on posterior and wear abrasion. Fill test inspection identified no blockage. Final assessment is: an opening crease smooth on posterior assessed a fold flaw opening. .

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.